Manufacturer narrative:
The investigation revealed the following: there have been no changes in the mfg process. There have been no changes in the material formulation. The fracture location is on the arterial lumen approx 15.5cm from the distal side of the hub then again approx 5.5cm from the first fracture. View under a 20x scope revealed no apparent nick or pinch on the tubing that would have caused the catheter to fracture. However, the section of the catheter which is broke off seems to have been stretched or pulled enough to weaken the tube and cause the catheter to break. Further investigation reveals a clamp mark, possibly from hemostats, on the arterial lumen just distal of the hub. The venous lumen has a weak spot approd 14cm from the distal side of the hub, caused from pulling the tube. The preventative maintenance and cleaning schedule of the tooling will be more frequent. However, at the time of MFR of this lot, we are unable to determine if the cleaning process would have affected the mfg of this particular lot.